Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to the fiber optic cable and receptacle on the tower. This issue can be resolved by fse replacement of the part.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(6) fiber optic receptacle and fiber optic cable to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable fault occurred, prompting a call from an offsite representative. The system logs confirmed the presence of non-recoverable errors, and power downs were likely performed in an attempt to recover from these faults. The technical support engineer noted that further troubleshooting was required. The procedure was being converted to laparoscopic approach with no reported injury.